Manufacturer narrative:
UDI: (B)(4). A lot number has been provided. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The provided lot number is not valid for this product code. Complaint sample was not returned to codman and a vaild lot number has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information is provided in the future, the complaint will be reopened and a followup report will be submitted. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
In the literature article ¿efficacy of antibiotic-impregnated external ventricular drain catheters¿ it was reported that there were 3 de novo episodes of evd-associated ventriculitis in the ai (antibiotic impregnated) (codman bactiseal: indication: reduce the colonization of gram positive bacteria on the tubing surface) group. Per the article: ¿ we prospectively compared the incidence of ventriculitis associated with external ventricular drains (evd) impregnated with clindamycin and rifampicin with historical controls. We found the use of antibiotic impregnated (ai) evds showed a significant decrease in positive cerebrospinal fluid cultures and a significant delay in time to evd infection.¿ there was 1 event of staphylococcus epidermis (gram +) infection, 1 event of enterococcus sp. (Gram +) infection and 1event of corynebacterium sp. (Gram +) infection. The three episodes of evd-related ventriculitis in the ai-group occurred 11 days after insertion of the third evd catheter, 18 days after insertion of the second evd catheter and 16 days after insertion of the fifth evd catheter. There is no report of the treatment given for the infections or report of product replacement. At the time of complaint entry, no patient or device specific information, i.e. Catalogue/lot number, is available.